Manufacturer narrative:
According to the available information, this patient had two hospital visits related to the same complaint and therefore two emdrs are being reported - incident numbers (B)(4) and (B)(4). Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this complaint concerns a male end user who suffers from chronic urinary retention and a significantly enlarged prostate. He has been catheterising for 6 years with a straight tip catheter, but due to his enlarged prostate, he started using speedicath coudé catheters in (B)(6) 2021, after being trained. He experienced bleeding every time and went to the emergency room two times in (B)(6) (the first on (B)(6)2021). There were no apparent defects with the used product (e.g., no sharp or rough edges, adequate lubrication), and it is thus unlikely that the bleeding is related to a product failure. Prior to the first visit, he had lost 2 pints of blood, was dizzy, but did not faint. He received a blood transfusion and stayed in the hospital for 4 days. He received medication in hopes of regaining bladder function, had a foley catheter placed, which was later removed, and went back to intermittent catheterisation. The date and length of the second stay is not known. On (B)(6)2022, he went back to using speedicath standard straight tip catheters.